Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted transduodenal to the common bile duct (cbd) to treat a lower cbd obstruction during an endoscopic ultrasound (eus) guided biliary drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange failed to deploy. The stent was removed partially deployed on the delivery system. The procedure was completed with a biliary metal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.